Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011, the patient noted the reported meter would not power on upon test strip insertion; he was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. On (B)(6) 2011, the patient experienced the symptoms of nose bleed and frequent urination. The patient did not seek any medical attention or treatment. The patient manages his diabetes with insulin taken on a sliding scale. Troubleshooting revealed the test strips were correct and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k001109.